Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder tip continue to glow, creating smoke in the tunnel after the switch was deactivated. The staff immediately unplugged the power and device was removed from the pt. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection found that the hot and cold jaw boot insulations had been torn, burnt and melted. Based upon the condition of the jaw boots, the reported failure for "continue to glow, creating smoke in the tunnel after the switch was deactivated" was confirmed (as reported). Resistance measurements were within specification. The micro switch functioned properly. The pre-cautery test was conducted and results showed that steam was generated from the saline moistened gauze during several device activations. The device met electrical product specifications. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).